Manufacturer narrative:
Results code 1: 213: a review of the manufacturing and sterilization records for the device verified the lot met all pre-release specifications. Conclusion code 1: 22: according to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to infections.

Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2019, the patient underwent treatment of a residual descending thoracic aortic dissection, zone 2 with one conformable gore® tag® thoracic endoprosthesis and three investigational gore® tag® thoracic branch endoprostheses. On (B)(6) 2019, the patient was diagnosed with a poly-microbial bacteremia + s.mitis, saprophytic neisseria infection. The infection was treated with drug therapy via a PICC line. The infection was not thought to be device related. There was no obvious source and the patient was to follow-up with an infectious disease provider. At the thirty day follow-up appointment the patient was doing well. He still had his PICC line in place to complete his six week drug therapy.

Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2019, the patient underwent treatment of a residual descending thoracic aortic dissection, zone 2 with one conformable gore® tag® thoracic endoprosthesis and three investigational gore® tag® thoracic branch endoprostheses. On (B)(6) 2019, the patient was diagnosed with a poly-microbial bacteremia + s.mitis, saprophytic neisseria infection. The infection was treated with drug therapy via a PICC line.